Manufacturer narrative:
Pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, self test and displacement accuracy test. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Pump failed the sleep current test. High sleep current was isolated to pcba 2 after pcbs were swapped and retested. Pump failed to download history files and traces using thump. Unable to upload/download isolated to electrical board after electrical board were swapped and retested. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that loss of communication between pump and transmitter. Customer stated sensor not ready. No harm requiring medical intervention was reported. The customer was declined to troubleshooting. The device will be returned for analysis.